Manufacturer narrative:
B3: event date: (B)(6) 2018. B5: upon follow up it was reported the patient was alive and the chronically draining fistula from the right partial nephrectomy to the skin, is chronically infected with pseudomonas spp. H10: floseal is a sterile device and is unlikely to cause a pseudomonas infection. Based on additional information received, floseal was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
C1: manufacturer/compounder: baxter healthcare: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer/compounder: baxter healthcare: (B)(4). Device manufacturer postal code: (B)(4) the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a partial nephrectomy with a likely fistula in which floseal was used. It was reported the patient experienced a chronically draining superficial wound ¿over many years¿ that was draining what looks like ¿beads¿, further described as an ¿amorphous refractory substance¿. It was reported ¿we are trying to decide what to do and whether or not the patient needs surgery¿. At the time of this report, the patient outcome was not reported. No additional information is available.